Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Crm service notification text (B)(6) 2022 14:42:22 mollaa1 note: 1. See RMA 590191840 for the pending return of alleged pump sn (B)(4) (associated legal svn (B)(4)). 2. I was unable to create the proper device hold request for pump sn (B)(4) since the device was previously received back/processed as returned by medtronic on RMA (B)(4) on (B)(6) 2018(associated svn (B)(4)). 3. Cross-referenced svn(s) (b)($) are not (specifically) alleged in the referenced legal matter/cannot be coded as such (cross-referenced for previous device return purposes only). 4. See associated legal svn (B)(4) for related/legal documentation under pump sn (B)(4). Crm service notification text(B)(6) 2022 20214:40:04 erp_rfc_user related svn (B)(4).crm service notification text (B)(6) 2022 14:39:40 erp_rfc_user related svn (B)(4) crm service notification text (B)(6) 2022 14:38:32 mollaa1 the referenced legal matter (legal complaint file) was received by medtronic on (B)(6) 2022. Report on (B)(6) 2022, medtronic received notice of a legal filing (lcr and device/product legal hold notification) containing 46 individual claimants. The details are as follows: date mdt became aware: (B)(6) 2022 reporter name: (B)(6).reporter status: attorney allegation: reporter alleges that the use of one or more medtronic minimed 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries. The allegation did not specify the pump identifier (serial number) and therefore all 600 series insulin pumps in possession of the claimant, including this pump, are considered potentially within the scope of the report pending confirmation of the affected serial number(s). When and if the affected serial number is identified, all related reports will be updated accordingly. Note: the spreadsheet represents the entirety of the information the medtronic legal department has at this time. When/if additional details become available, the information will be supplemented. Claimant last name, first name: (B)(6), claimant dob: (B)(6) 1986. Claimant state of residence:(B)(6) device hold material # / serial #:(B)(4).end report I scanned all legal documents to the account. Incident date (B)(6) 2022 (medtronic notified date) applied to the svn(s) since no specific incident date was provided in the allegation.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 and h6 section. The health effect - impact code, medical device problem code and component code that was provided with the initial report was incomplete. The complete information has been included with this report in h6 section.

Event description:
Medtronic legal received information regarding broken retainer ring from the attorney of the family. The information received on july 29, 2022 stated the following reporter alleges that the use of one or more the customer began using insulin pumps. Customer stated that they had personal injury the pump. In (B)(6) 2019, the customer was using a medtronic minimed 630g and 670g insulin pumps. No harm requiring medical intervention was reported. The customer will continue to use the device. Reporter alleges that the use of one or more medtronic minimed 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries. The allegation did not specify the pump identifier and therefore all 600 series insulin pumps in possession of the claimant, including this pump, are considered potentially within the scope of the report pending confirmation of the affected serial number. When and if the affected serial number is identified, all related reports will be updated accordingly.

Event description:
Medtronic legal received information from the attorney of the family on (B)(6) 2023, medtronic received notice of a device/product legal hold notification containing 510 individual claimants. The reporter alleges that the use of one or more medtronic mini med 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries and the customer was treated in the hospital. The allegation did not specify the pump identifier (serial number) and therefore all 600 series insulin pumps in possession of the claimant, including this pump, are considered potentially within the scope of the report pending confirmation of the affected serial number(s). When and if the affected serial number is identified, all related reports will be updated accordingly. It was unknown whether the pump was used within 48 hours and whether the auto mode feature was active at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue using the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b1, b2, b5, d10 and h6 with this report